Event description:
It was reported that the patient underwent an MRI. Following the MRI, the patient's heart rate was in the 20's and 30's. This resolved itself, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.